Event description:
It was reported to philips that the device's hard disk drive was filling up quickly, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The clinical use of the system was unknown; however, no patient or user harm was reported. A quotation was provided to the customer for device evaluation, repair, and operational status; however the quotation has expired, and no work has been performed by philips. No further information has been received regarding the event. The codes were updated based on the investigation outcome.